Event description:
On (B)(6) 2017, a pharmacist and nurse contacted lifescan (lfs) france on behalf of the patient, alleging that the patient¿s onetouch verio2 had an error 4 message remaining on the meter. The complaint was classified based on the customer service representative (csr) documentation. The reporters indicated that the error 4 message first appeared around (B)(6) 2017. The patient manages his diabetes with oral medication, diet and/or exercise. The reporters were unable to say whether the patient had made any changes to his usual diabetes management routine as a result of being unable to test his blood glucose level. They reported that on the afternoon of (B)(6) 2017, the patient developed symptoms of ¿shaking¿ and feeling ¿unwell¿ which he associated with hypoglycemia. It was reported that the patient had treated his symptoms by eating a ¿bit of sugar¿ from a third party. The reporters denied that any other device had been used to check the patient¿s blood glucose levels. At the time of troubleshooting, the csr established that the patient was not using the product for the first time. The reporters described the correct testing steps and confirmed that the test strip completely drew in the sample. The reporters were unable to perform a retest and the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse even, i.e. Shaking and feeling unwell, after obtaining an error 4 message on the subject meter and being unable to perform a blood glucose test.